Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pressure of the fluid warmer device initially reached 260 mmhg and then slowly dropped over time rather than building. After 30-40 minutes, the pressure stayed at 250 mmhg. There was unknown patient harm reported as a result of the event.

Manufacturer narrative:
D1 brand name corrected. One device was received for evaluation. Visual and functional testing were able to confirm the reported problem; the device was leaking air. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.